Event description:
During a percutaneous coronary intervention of an unknown target lesion, the dr noted difficulty inserting and advancing the device to the intended location. There was interference noted with the struts of a stent that had been placed in the ostium of the right coronary artery during an earlier intervention. The device was removed intact. There was no injury to the pt.